Event description:
The customer reported the sys did not save an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reported the sys did not need repair. Sys operates as intended.